Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified a broken wire in the high voltage cable assembly. Repaired broken wire to return system to operation. Ordered a replacement high voltage cable assembly.

Event description:
It was reported that the collimator is stuck on the 9800 system. There was no report of pt injury.